Manufacturer narrative:
Product analysis: no product was returned for analysis. Conclusion: the device history record (DHR) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on clinical data and literatures, melody stent fractures are a known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, in this case, a true root cause to the stent fractures is not determined. Based on the event description, this event was a stent fracture type ii (loss of stent integrity) requiring intervention. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year, two months and ten days after the implant of this transcatheter bioprosthetic valve, the valve was replaced due to a stent fracture. No additional adverse patient effects were reported.